Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the device and found the following. Two pins for preventing misconnection were missing. There were some scratches on the yoke valve. The fixation between the frame unit of this product and the yoke valve was loose. Omsc asked the manufacturer of the frame unit to evaluate particularly. The instruction manual of uhi-3 which maj-1080 is bundled states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user facility connected a laparoscopic systems and a wrong gas bottle (oxygen instead of carbon dioxide) using the subject device. During the laparoscopic appendix removal, the flame appeared on the diathermy tip when it was introduced into the patient¿s abdominal cavity, following introduction via laparoscope. The user facility withdrew the diathermy from the patient. The user facility checked the gas bottle and found that the gas was oxygen. The connector on the gas bottle was labelled co2. Two pins of the subject device for preventing misconnection were missing. The patient is unharmed.

Manufacturer narrative:
From the investigation result of the manufacturer of the frame unit, omsc found the following. - the hole which the pin was pressed-in was wider than the standard. There was signature that the pin was pressed-in. - the manufacturer conducted the 100% inspection of these units. The manufacturer checked the device history record, and there was no irregularity found. Based on the investigation results, omsc surmised that the phenomenon was caused by the following. - the subject device was damaged by shock such as dropping down, and hole diameter was expanded. As a result, the pin was detached. There were no further details provided. If significant additional information is received, this report will be supplemented.